Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-23452. The patient is participating in a clinical study. It was reported the patient underwent an scs trial. After the trial lead was explanted, the patient developed a superficial infection at the operation site. No antibiotics were prescribed for the patient, but analgesics were given to the patient. Implantation of the permanent system has been delayed due to the infection as a precaution. The infection has reportedly resolved.